Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol cap (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that roadrunner uniglide hydrophilic wire guide was rough in several places, and it was later found to have a dried white substance on the shaft. The device did not make patient contact, and there were no injuries or additional procedures reported.